Event description:
It was reported that the top two screws of an anterior cervical plate construct fractured. Surgeon removed the top portions of the screws. The remaining fractured portions of the screws remain in the vertebral body. This medwatch report 1226348-2001-00208 is for the second fractured screw. Refer to medwatch report # 1226348-2001-00207 for the first fractured screw.